Event description:
Approximately (B)(6) 2010, this pt received four shocks from her internal defib. Interrogation revealed a fractured rv lead. The lead was identified as a lead with a previous recall. Pt was made aware of recall at the time of recall.